Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it's believed the cause was due to the lead not coming out. The impedances on the #0 electrode were with in normal range before replacement and after #0 showed over 40,000 ohms. Once they removed the silicone covering and unscrewed the screws all the way the lead came out. After the lead was put in the new battery and saw the high impedances they pulled out the lead and reinserted it, and checked again. Same result #0 oor. The rep was able to program around the electrode with the impedance and the system seems to be working fine.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 37714 found no significant anomaly. Analysis of product ID 3550-29 lot# serial# unknown found user error, broken plugs. Continuation of d10: product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for spinal pain. It was reported that while replacing the battery due to end of life, the physician used the tongues wrench to remove lead, but the lead would not come out of the battery. The physician used a different torque wrench and still the lead would not come out. The physician removed the silicone seal over the screw and completely took out the screw and at that point the lead slide out. The #0 electrode looked to connect ok but showed over 40000 for impedances. They reseated the lead again in the new battery but got the same outcome, ¿got the green checkmark for connection, but the red x over 40,000" when impedance check was done. The other 7 electrodes reading with-in range.